Event description:
It was reported that bd intima-ii y 24gax0.75in prn/ec slm leaked. Patient laryngeal cancer 7 weeks after surgery, in order to perform radiotherapy on (B)(6) 2024, admitted to the hospital. Weakness, cough and sputum, placed in a disposable plastic tracheal cannula, need daily infusion, medical advice to aminoglutethimide, vitamin needle infusion qd treatment. On (B)(6) 9:20 again to the right forearm to leave a superficial indwelling needle infusion, infusion after the end of the normal sealing of the tube. On (B)(6) 9:15 found that the indwelling needle oozing blood, saline rinsing and still continue to ooze blood, can not be used.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Manufacturer narrative:
1. The customer returned 1 photo but did not return the defective sample. The photo shows that there is blood at the insertion site, in the catheter hub and in the extension tubing, the pinch clamp is not closed, and the prn is not screwed in place. 2. DHR/bhr review lot#4052740. 1-the products of this batch were assembled at intima ii auto line 4 in march 2024, and packaged at cfs package line in march 2024. Work order quantity was (B)(4). 2-review the in-process test reports and outgoing test reports, and all test results meet the product specifications. 3-review the production records with no nonconformance, deviation or rework activities. 3. The retained sample of this batch is taken for 45psi leakage test, the test is passed, and no leakage is found at the sample. Please see the attachment (B)(4) for the test report. 4. Possible causes: 1-the prn is not screwed in place, resulting in slight leakage at the connection between the prn and pp connector, resulting in a certain negative pressure in the indwelling needle, resulting in blood return in the catheter hub and extension tubing after tube sealing. Please see attachment pr#10729521-2 for a photo of prn screwed in place. 2-the puncture wound is relatively big or the product is moved relative to insertion site during indwelling, resulting in blood oozing from the insertion site. 5. No similar complaints have been received from other hospitals regarding this batch of products. Conclusion(s): no abnormality is found on process and retained sample, and no similar complaints have been received from other hospitals regarding this batch of products. Based on the time when the bleeding occurred and the content shown in the returned photo, the cause of the bleeding may be related to the users end, but the root cause remains to be determined because the defective sample has not been received for further testing and confirmation.

Event description:
No additional information provided.